Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device flips/rotates, which could be painful. The patient stated that they gained weight and if they bends over or twists wrong the ins stands up on its side then eventually settles down. The patient noted that they were told that was not possible because the device was secured. The patient also inquired about having the device explanted regarding an unrelated MRI. No further complications were reported/anticipated.